Manufacturer narrative:
Follow-up #1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 06:30am she obtained a result of "90mg/dl" on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2015, at 08:30am, she developed symptoms of "very fast heartbeat, sweating and feeling like she was about to faint" and that she received phone advice from a healthcare professional to self-treat with "sugar in water, and bread". During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event, after the alleged meter issue occurred.